Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit and became dislodged from the pump. Customer's blood glucose level was 80-140 mg/dl. Reportedly customer continued using pump.